Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Review of the most recent repair record could not be completed as the device cannot be located at the repair center. Issue evaluation action has been initiated for this matter. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. With given information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the locking latches on the aseptic battery housing are broken/maladjusted. Occurred after surgery. No consequences or impact to the patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2: foreign: france. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.